Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) showed unassisted bp parameters. The nurse educator said the cs300 was connected to epic and the iabp was at a frequency of 1:1. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields - e1(site country), h6(type of investigation, component code). Corrected field - h6 (investigation conclusions). The nurse educator said the cs300 was connected to epic and the iabp was at a frequency of 1:1. Nurse educator called explaining that the cs300 was connected to epic and though the iabp was at a frequency of 1:1, the record was showing some unassisted bp parameters. Fse asked why it would do this and nurse was unable to explain. There is no further information is provided. No patient harm, serious injury or adverse event was reported. H3 other text : no information available after the nurse had a call with fse.